Manufacturer narrative:
(B)(4). H6-component code- suggested code: mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were not returned. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified no/additional similar complaints for the reported lot. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint is confirmed via product review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the connecting piece of the tab broke while inserting trial. No pieces fell into the patient. There was no patient impact.